Manufacturer narrative:
Date sent: 09/05/2007. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a colectomy procedure, the device produced malformed staples. Another device was used to complete the procedure. There was no pt consequence.